Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that there is an "investigation request regarding the ICU mp50 alarm issue." No further information was provided. No patient involvement was reported.